Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, the left ventricular lead exhibited loss of capture. The patient experienced muscle stimulation. The lead was disabled and the patient would be monitored.